Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and during tunneling, the resulting electrode position appeared a little bit high and further across than the left sternal border as originally planned. The physician decided to perform defibrillation threshold (dft) test and ventricular fibrillation (vf) was induced, however, the electric shocks were unable to convert the rhythm and external defibrillation was required to convert the patient back to sinus rhythm. The physician decided to retunnel and reposition the electrode to a more medial position and closer to the left sternal border. Further x-ray was reviewed and there was a better system position, so the physician requested dft to be performed again. The patient was unable to be induced using 50 hertz bursts even when using various timing combinations of 50 hertz bursts. No ventricular arrhythmia was able to be induced. The patient was on amiodarone and the health care professional (hcp) wondered if this is what affected the ability to induce vf. The physician then decided to program and optimize the device as usual and plan for the patient to return for further dft testing. Additional information was provided. X-ray was performed and suboptimal system placement was observed. The patient was brought back in-clinic for a system revision, in which the same device and electrode are kept in use. Further x-ray showed appropriate system placement after the revision and dft was performed successfully. Normal follow-ups will continue. The s-ICD system remains in service. No additional adverse patient effects were reported.